Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded less than 10 ohm shocking impedance. These low impedance events failed to convert the patient's arrythmia. Clinical analysis determined that the probable primary cause of the issue was a damaged lead.